Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure detected on the screen but there were no failed drawers to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Correction: h6. A supplemental MDR was submitted to reflect the updated health effect impact code since there was no delay identified.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure detected on the screen but there were no failed drawers to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.